Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is confirmed. Visual inspection identified the impactor head medium, impactor insert, and impactor screw were detached from the arthrex universal glenoid¿ impactor for baseplate medium. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. The device was manufactured in 2017.

Event description:
It was reported that during a shoulder prosthesis surgery the impactor was defective. It was reported that it rotates around its own axis. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update dw 01-dec-2023. The returned device was evaluated and it was found that the front part of the device became detached as the screw did not hold inside the driver anymore.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.